Manufacturer narrative:
One device was received for evaluation for the complaint that the device had a volume dispensed. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The visual and functional testing was performed. During visual inspection found the dso seal delaminated, uso seal delaminated, lcd lens nicked. The complaint could not be confirmed through delivery accuracy test. The pump performed dso/uso sensor calibration and passed all performance verification testing.

Event description:
It was reported that the device had a volume dispensed. There was no reported patient involvement.